Manufacturer narrative:
Complaint conclusion: as reported, when the 6f .070-inch extra back-up (xb) 3.5 100cm vista brite tip guiding catheter was removed from the packaging, a fracture was observed. The catheter was changed, and the procedure was uneventful. There were no reports of patient injury. Additional information was requested; however, it is not available. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18286892 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " catheter (body/shaft) cracked" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the 6f .070-inch extra back-up (xb) 3.5 100cm vista brite tip guiding catheter was removed from the packaging, a fracture was observed. The catheter was changed, and the procedure was uneventful. There were no reports of patient injury. Additional information was requested; however, it is not available. The device will not be returned for evaluation.